Manufacturer narrative:
The facility reported an e216 scope communication error on a used scope not purchased from olympus. Troubleshooting was performed without success and tac (technical assistance center) advised that the scope requires repair; the customer declined to open a service order at this time. The device was not returned for evaluation; therefore, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the colonovideoscope displayed an e216 error scope communication error. There were no reports of patient harm.